Event description:
Reporter states that after measuring the femur, the size was determined to be an x-large. The xl cutting blocks were used making sure cuts were correct. The xl femoral implant was placed on end of femoral and supposedly was too large. It fell off. The surgeon checked the size by putting on the large cutting block. It was too small. Extra bone had to be removed to make a large component fit. Several checks of the blocks were made to make sure correct blocks were used. All checks proved xl blocks were used and that the large block was too small. The surgeon ended up cutting for and using a large component.

Manufacturer narrative:
Summary of eval: this complaint was verified but the cause of this event cannot be determined.